Manufacturer narrative:
This is 2 of 3 MDR reports submitted for this literature article. Author of the published literature article is dr. Jehanne calves. [Calves_european urology focus_2017.pdf].

Event description:
An article published in the european urology focus detailed the results of clinical outcomes and reoperation adverse events from photo vaporization of the prostate (pvp) with the greenlight moxy laser fiber. The 84 men underwent pvp treatment between 2010 and 2012 and completed the long term follow up. The article listed the following long term complications occurred; 3 patients who had de novo urinary incontinence, 6 patient who were prescribed medication and 4 patients who had strictures. This report is for the prescribed medication.